Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing, and pacing inhibition greater than 2 seconds. Isometric testing was performed and there were nothing was reproduced. The physician decided to keep monitoring the patient. Currently, this crt-d remains in service and no adverse patient effects were reported.